Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. Customer's blood glucose was 458 mg/dl. Customer stated that she treated with a manual injection. Customer stated that the pump alarmed after a battery change. Customer was assisted with clearing the alarm and reprogramming the time and date. Customer stated that the batteries were not out of the pump greater than the duration allowed by the pump. Customer has not received multiple battery out limit alarms when the batteries were out of the pump for less than one minute. Troubleshooting was performed and customer was advised to do a complete set change. Customer will be shipped a tubing clamp. Customer called back and the pump passed the high pressure test. Customer's last blood glucose was 171 mg/dl. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change.